Event description:
It was reported that patient was seen 2 weeks ago and at that time, stimulation was working fine, happy, no signs of infection. Site was tender but patient did not share that information. Patient was seen 2012 (B)(6) by healthcare provider and pocket site was painful to touch, temp. 102 f, pus oozing from incision. Patient had been admitted to the hospital and was on IV antibiotics. In follow up reporting, it was noted that this reporter was not sure of results of any cultures. The patient had been on IV vancomycin since 2012 (B)(6). Regarding location of the infection: there was a current infection at the pocket site with active pus still coming from the pocket as of 2012 (B)(6). A CT scan 2012 (B)(6) showed a pocket of fluid at the implant site, 6cm in size. They planned to remove the implant. As of 2012 (B)(6), the patient was running a temperature of 102 and has been unable to urinate. She had to use a catheter to void and was having some "kidney issues". Additional reporting noted that the device was explanted 2012 (B)(6). There was a moderate size fluid collection adjacent to the neurostimulator. Intraoperative cultures were pending. Removal went well; stimulator and lead removed intact. Irrigated with multiple antibiotic solutions and left suction drain in the sub q pocket with primary wound closure. Patient outcome: recovered with sequela, infection.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. Lead: model # 3093-28, lot # v797202, implanted: 2011(B)(6), explanted: 2012 (B)(6). Programmer: model # 3037, lot # njd137229n.

Manufacturer narrative:
Analysis of neurostimulator model 3058, serial # (B)(4) showed no anomalies. Analysis of lead model 3093-28, lot # v797202 showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.